Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when investigation is completed.

Event description:
Complainant alleged that while treating a patient (age & gender unk) the device displayed excessive artifact and was unable to pace via electrode pads. The user switched electrode pads and the device was unable to pace. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.